Event description:
It was reported that a battery depletion (bd) alert was received from this subcutaneous implantable defibrillator (s-ICD) device. Information has been requested regarding the event resolution, but a response has not yet been received. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a battery depletion (bd) alert was received from this subcutaneous implantable defibrillator (s-ICD) device. The physician elected to continue with remote monitoring. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a battery depletion (bd) alert was received from this subcutaneous implantable defibrillator (s-ICD) device. This s-ICD was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that a battery depletion (bd) alert was received from this subcutaneous implantable defibrillator (s-ICD) device. This s-ICD was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device was received for analysis.